Event description:
Hemostatic spray was utilized for bleeding; no bleeding at the end of the procedure.patient was discharged home after procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b3 and b5 (information inadvertently left out of initial report). The subject device was not returned to olympus for inspection. Multiple attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the adverse event and the device cannot be confirmed. Based on the customer's original complaint, it is likely the user had some abnormality in angulation manipulation of the subject device. A definitive root cause cannot be identified. The instructions for use (IFU) includes a warning on manipulation of device as follows: "warnings and cautions: warning: never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination." Section 3.3 inspection of the endoscope of the IFU states the following on inspection of bending section prior to use: "inspection of the bending mechanisms: warning: if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination." Section 5.3 withdrawal of the endoscope with an irregularity of the IFU states the following on withdrawal of device with irregularity: "warning: if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding and/or perforation. If any irregularity with the endoscope is observed, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.

Event description:
The customer reported to olympus that during an endoscopic mucosal resection of a nodule, resection was complicated by post resection hemorrhage. The evis exera iii gastrointestinal videoscope used in this case could not adequately retroflex, thus resulting in prolonged bleeding and significant procedural difficulty. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. This report has been submitted by the importer under this MDR report number 2429304-2023-00065-1.